Event description:
Patient's mother reported that they think the vns battery has been dead for the last 6 weeks as the patient has been having increased seizures. Information was received from the physicians office noting that they were unaware of the patients increase of seizures as they have not seen the patient since their appointment in december. At that time, the patients battery was 11-25%. Patients generator was explanted. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.